Event description:
The core impaction drill overheated during a procedure, which was completed with the same device without delay. The device burnt the pt's upper lip, but no treatment was required. And it is expected to heal fine. No serious injury was reported.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components and it was affecting the rotational properties of the device.